Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 16 x 4.50 mm taxus¿ liberté¿ drug eluting stent was introduced to treat the lesion. However, it was noted outside the patient that the stent strut was lifted up. The device was removed and the procedure was completed with a different device. No patient complications were reported.